Event description:
Customer reported that erroneously low anion gap results were generated by the unicel dxc 600 synchron system. No specific pt results were provided. The results were reported out of the laboratory. The system calibration and quality controls were within spec prior to the event. The samples were retested. The difference between the initial and retest results were not significant to warrant an amended report; accordingly, no corrected results were issued. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were taken and were positive for multiple unspecified bacteria. The fse decontaminated the system, replaced the carbon bridge, installed new tubing, installed new tips, sodium and co2 electrodes and recultured the system. Three calibrations and precision runs were then performed. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and october 23, 2010 for add'l reportable events.